Event description:
It was reported that the patient had a persona tibia component implanted on (B)(6) 2014 and was revised on (B)(6) 2015 due to pain and possible loosening of the tm component. The patient also received a tm patella on (B)(6) 2014; however, the patella was not revised as of this date. Note that the persona tibia is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.